Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to an error and therefore a reconfiguration was completed and the software reloaded to resolve. Analysis also found corrosion on the analyzer bay and the power supply and both were replaced to resolve. (B)(4).

Event description:
It was reported that the programmer displayed a black screen of death (bsod) error message when updating software. The caller interrupted the software install from the universal serial bus (usb) by turning programmer off. When powering back on, the error appeared and was unable to be cleared. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.